Event description:
During an lavh procedure, the flare on the cutting forceps detached and fell into the patient. The flare was retrieved with no patient harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The device has been discarded by the facility and not returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.